Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary diagnostic procedure, which was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system on-site and found that the system gave an error message: shutters unavailable. Upon troubleshooting, the fse checked the wedges and shutters and found a collimator malfunction. After rebooting the system, the message disappeared, and the system functioned as intended. The reported issue recurred after a few days. To resolve the issue, the fse replaced the collimator, which permanently resolved the issue. After replacement, the system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the shutters were unavailable, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.